Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 260 mg/dl, 98 mg/dl, 160 mg/dl, 172 mg/dl. Tests were done within <10 minutes with a difference of 46%. "Poked the same finger 4 times" and patient was also using expired strips." Patient did not experience any adverse events. No further information has been reported.